Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that patient presented remotely. It was noted that the implantable cardioverter defibrillator exhibited an alert for capacitor charge time limit reached. It is known that the device reached elective replacement indicator on (B)(6) 2020. Device replacement was discussed. It was further noted that the device was also on the li cluster advisory. There were no patient consequences.